Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch verioiq meter was displaying inaccurately high readings compared to 2 back up meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged issue first occurred. The reporter stated, the patient obtained a reading of ¿225mg/dl¿ on the lfs meter compared to ¿125mg/dl¿ obtained on a ot ultra2 and a rely on meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter stated, the patient uses a combination of medications include lantus, 30 units and novolog on a sliding scale to manage his diabetes. The reporter stated in response to the high reading, the patient administered an increased dose of novolog insulin, 10 units on (B)(6) 2013 in the early morning. The reporter stated some time later, the patient felt ¿like he was about to collapse.¿ the reporter stated on (B)(6) 2013, the patient had something to eat or drink as treatment. At the time of troubleshooting, the cca noted the patient¿s test strips and test strips vial were in good condition and the subject meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site for testing and he was using the correct testing steps. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury and there is no indication the patient required treatment from a third party or from a healthcare professional. However this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.